Event description:
It was reported that when the lidocaine ampule was opened, the glass shattered and a piece ended up on the pt's bed and the pt was cut. No further details are available from the hospital.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.